Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The access site was the right femoral artery. The 95% stenosed lesion was located in a calcified and moderately tortuous right back of the knee. The sterling sl mr 2.5 x 150 x 150 balloon was being used to dilate the lesion. On the first inflation the balloon was inflated to four atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a 2mm x 15mm sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed there was no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from the distal tip. Magnified inspection revealed there was a pinhole in the inner shaft 2 cm from the distal tip. There was no damage to the balloon, functional testing confirmed that the pinhole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The access site was the right femoral artery. The 95% stenosed lesion was located in a calcified and moderately tortuous right back of the knee. The sterling sl mr 2.5 x 150 x 150 balloon was being used to dilate the lesion. On the first inflation the balloon was inflated to four atmospheres. On the second inflation, the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a 2mm x 15mm sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).